Manufacturer narrative:
On 8/15/19, the suspected medical device was returned for evaluation. On 9/5/19. The investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the device it appeared intact. Leak test revealed that there was a tear located in the union between the valve, and the patch measuring approximately less than 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation (mre) was performed for the finished device number 268098, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 275cc mentor smooth round moderate profile, catalog #: 3501640, lot#: 267444. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile saline implant and experienced postoperative left-sided deflation. The deflation was diagnosed by a physician. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate profile saline implants on (B)(6) 2019.